Event description:
It was reported that during a lap salpingo-oopherectomy procedure, the lcsc5 stopped working intraoperatively. After careful testing, the instrument was determined to be broken. Finished with another device of the same product code and no patient consequence was reported.